Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism, renal vein thrombosis, renal stones, partial thrombosis of the left ovarian vein, abnormal enhancement of the upper pole left kidney suggests possibility of small focus of pyelonephritis or other parenchymal disease, no renal mass. The inferior vena cava (ivc) filter insertion was described as uneventful. Follow up imaging demonstrates satisfactory positioning without significant tilt. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted anteriorly at the superior end and it does not contact the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. There is a medial strut fracture. A computed tomography (CT) scan was done approximately one year after the index procedure, due to back pain. The filter was noted to be in place and there was probably a left ovarian cyst. Results of the computed tomography (CT) scan done approximately one year after the index procedure were reformatted for review eight years and four months after the index procedure. The re-review indicated that the superior end of the filter was at the l1-l2 interspace. The inferior vena cava (ivc) filter was tilted anteriorly at the superior end, but it does not contact the ivc wall. The filter was tilted posteriorly at the inferior end, but it does not contact the ivc wall. All the filter struts perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. There was a medial strut fracture. No hemorrhage was seen. Per the patient profile form (ppf), the patient reports tilting of the filter, perforation of the inferior vena cava (ivc), perforation of struts into organs, fractured struts and the patient experienced anxiety. The patient became aware of the reported events eight years and four months after the index procedure. None of the fractured struts have been removed. The form states the device was unable to be removed, there are no documented attempts to remove the device. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism, renal vein thrombosis, renal stones, partial thrombosis of the left ovarian vein, abnormal enhancement of the upper pole left kidney suggests possibility of small focus of pyelonephritis or other parenchymal disease, no renal mass. The inferior vena cava (ivc) filter insertion was described as uneventful. Follow up imaging demonstrates satisfactory positioning without significant tilt. A computed tomography (CT) scan was done approximately one year after the index procedure. The scan was conducted subsequent to twelve hours of back pain. The filter was noted to be in place and there was probably a left ovarian cyst. No other significant findings were identified. Results of the computed tomography (CT) scan done approximately one year after the index procedure were reformatted for review eight years and four months after the index procedure. The re-review indicated that the superior end of the filter was at the l1-l2 interspace. The inferior vena cava (ivc) filter was tilted anteriorly at the superior end, but it does not contact the ivc wall. The filter was tilted posteriorly at the inferior end, but it does not contact the ivc wall. All the filter struts perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. There was a medial strut fracture. No hemorrhage was seen. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, perforation of the inferior vena cava (ivc), perforation of struts into organs, fractured struts and the patient experienced anxiety. The patient became aware of the reported events eight years and four months after the index procedure. None of the fractured struts have been removed. The form states the device was unable to be removed, there are no documented attempts to remove the device.  Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted anteriorly at the superior end and it does not contact the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. There is a medial strut fracture. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the inferior vena cava (ivc) filter is tilted anteriorly at the superior end and it does not contact the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall and contact the small bowel. There is a medial strut fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.